Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports having fainted. The patient was taken by ambulance to the hospital. Once at the hospital the patient received treatment. The patient was not able to provide treatment information as they did not remember.